Manufacturer narrative:
A software analysis was initiated. However, the software evaluation of returned logs found that a probable cause was unable to be determined without further information since the investigation proved to be inconclusive based on the information provided. (B)(4) still apply to these findings. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused from the site by dr. (B)(6), street name is too long for the text field. It should be read as, " (B)(6)." A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the instrument tracker could be verified, but the instrument probe was not recognized. After the tool card was removed and added once, "x" mark was displayed on all the instruments on the tool card. The issue was resolved after exiting and restarting the software. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up determined that the delay of the procedure was approximately 15-minutes.